Event description:
Cages fractured while being inserted during surgery. This required the surgeon to change his surgical plan and extend the length of the surgery.what was the original intended procedure?1. C3-4 anterior cervical discectomy for decompression of the spinalcord with bilateral foraminotomies and decompression of the exiting nerveroots. 2. Placement of intervertebral body device for a c3-4 anterior cervicalarthrodesis. 3. Anterior cervical instrumentation of the c3-4 level. 4. C5-6 anterior cervical discectomy and bilateral foraminotomies withdecompression of the spinal cord and exiting nerve roots. 5. Anterior vertebral body device application for anterior arthrodesisat c5-6. 6. Anterior cervical instrumentation. 7. Local harvesting of autograft with the use of the bonebac drill andkerrison rongeurs. 8. Use of morselized allograft for spine fusion. 9. Use of microscope for intraoperative microdissection. 10. Use of c-arm for localization and accurate placement ofinstrumentation and intravertebral body device. 11. Motor evoked potentials and somatosensory evoked potentialsthroughout the case for neuromonitoring. Device #1is this a laboratory device or laboratory test?no.